Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger pcb was evaluated and identified as the cause of the event. No conclusion can be drawn as further system analysis or repair info is unavailable at this time and no additional service info was provided.